Event description:
It was reported that the customer was having issues with her insulin pump and the batteries. The customer stated that she had to change the batteries twice in two days and had been receiving weak battery alarms. The customer also stated that the insulin pump powered off on its own. The customer's blood glucose was 515 mg/dl. Troubleshooting was done. The customer also mentioned receiving multiple battery out limit alarms. Explained that a battery out limit alarm during normal use may have indicated a loose battery cap. Advised that a replacement battery cap would be sent. Advised customer to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.